Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient had woken up this morning and was barely able to walk. The caller believed the implantable neurostimulator (ins) was off or something was wrong with the therapy. The caller also stated they did not have a patient programmer compatible with their current ins, and would follow up with their healthcare provider the next day for information on getting a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.